Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that his one touch verio iq meter was displaying an error 4 message when attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged meter issue began around two weeks prior to contacting lfs. The patient manages his diabetes with insulin (no adjustments) and stated that he made no change to his usual diabetes management routine as a result of the alleged meter issue. The patient reported that a few days after the alleged product issue began he developed symptoms of lightheaded and shaky. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that this was not the first time the product was being used, the test strips had been stored correctly and within their expiry date. The test strip completely drew in the blood sample. In addition the patient detailed that they carried out the correct testing procedure. The alleged product issue remained unresolved after cca walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.